Event description:
It was reported to boston scientific corporation in late 2007 that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure in a male patient (weight unknown) the same day. According to the complainant, upon removing the device, the guide wire got jammed in the papilla tome [manufacturer unknown] and guide wire body coating peeled off. The procedure was completed with another jagwire guidewire. No patient complications were reported as a result of this event, and the patient's condition was reported as good following the procedure.

Manufacturer narrative:
Visual examination of the returned device revealed that the ptfe sheath was torn and corrugated, exposing the core wire. The condition of the device suggests that the guidewire made contact with a sharp object. The most probable root cause is caused by other device.